Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited peeling of the coating and peeling off of the coating on the grasping. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the peeling of the coating and peeling off of the coating on the grasping. Based on the results of the investigation, it is most likely that the reported phenomenon occurred via the following mechanism: 1. During output activation in seal & cut mode, the probe came into contact with metal, a surgical instrument, or hard tissue. 2. Due to ultrasonic vibration, the coating of the probe peeled off, and scratches were generated and causing short circuit error. The root cause of the reported events could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.